Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. No increase in complaint activity. A review of ticket tracking and trending did not identify any trends for the product for the issue. A device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number and complaint issue. Field data was used to access the performance of alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median of the patient results obtained for the lot(s) reviewed (which includes lot 57597ud00) is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent lot 57596ud00.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for 2 female patients. The following data was provided (customer¿s reference range for females is < 15.6 pg/ml): case 1: sid (B)(6)(female): first run of 16.5 pg/ml second run of 2.6 pg/ml, third run of 2.0 pg/ml. Case 2: hemodialysis female patient initial troponin result during routine testing sid (B)(6): 751 pg/ml the doctors then followed their myocardial infarction protocol. Another blood sample was drawn and tested for troponin along with performing an electrocardiogram which showed normal findings. The new blood sample, sid (B)(6)generated a troponin result on (B)(6)of 78.2 pg/ml and then generated a result of 76.2 pg/ml on (B)(6). There was no harm to the patient reported. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (these 2 sample ids belong to the 2nd patient). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for 2 female patients. The following data was provided (customer¿s reference range for females is < 15.6 pg/ml): case 1: sid (B)(6) (female): first run of 16.5 pg/ml, second run of 2.6 pg/ml, third run of 2.0 pg/ml. Case 2: hemodialysis female patient initial troponin result during routine testing sid (B)(6): 751 pg/ml the doctors then followed their myocardial infarction protocol. Another blood sample was drawn and tested for troponin along with performing an electrocardiogram which showed normal findings. The new blood sample, sid (B)(6) generated a troponin result on (B)(6) of 78.2 pg/ml and then generated a result of 76.2 pg/ml on (B)(6). There was no harm to the patient reported. There was no impact to patient management reported.